Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.na

Event description:
It was reported that the 2.8x19 mm graftmaster stent delivery system (sds) was inserted to treat a perforation in the distal right coronary artery (drca), but the sds was unable to cross the vessel due to the difficult anatomy. Multiple attempts to cross were made but were not successful. A drug eluting stent was used to slow the perforation and pericardiocentesis was performed. The patient was sent for emergency surgery. The patient underwent a single vessel coronary artery bypass graft surgery in the drca. The patient tolerated the surgery. In the opinion of the physician, the graftmaster did not cause/contribute to complications/adverse events. No additional information was provided.